Event description:
It was reported that during a pulsed field ablation procedure, difficulties were experienced advancing the guidewire to the left inf erior pulmonary vein (lipv), and it was mistakenly inserted into the left ventricle several times. After the final lipv treatment with catheter, blood pressure dropped to the 40s, and pericardial effusion was confirmed via echocardiography. It is suspected that the effusion was caused by the wire scratching internally. Drainage was performed to treat this, and the case was completed with pulsed field ablation. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product ID: 10fcc13, product type: sheath medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.